Event description:
It was reported that when using the bd pyxis¿ medbank tower drawer did not open during the issue. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 01 and 02 were not populating. The field service engineer (fse) found that drawers 1 and 2 of the medbank were not appearing on the station. The fse powered down the pc and opened the back panel to inspect the lights on the drawers and the module controller; no lights were present. The fse then powered down the entire cabinet and tested each of the sub-drawers to determine whether one of them had caused the module controller to fail. Drawer 1 was reading at 0.9 ohms, so it was replaced along with the module controller. After reassembling the components and powering on the station, all lights were restored. The fse contacted medbank, and confirmed that the drawers were able to open and close successfully. The system functioned after the field service engineer repaired the device.